Event description:
It was reported the pt experienced discomfort at the ipg site. The pt stated she bumped the ipg site numerous times. Surgical intervention was undertaken on (B)(6) 2013 and the ipg was relocated from the left flank to the right buttock. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.